Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the patient had an infection at the extension and ins site. The patient was scheduled for a battery change out from a pc to a rc. The patient only kept the lead implanted. The extension and the ins were explanted due to infection. The doctor was to do stage 2, implanting the extension to the abdomen to the rc today. No further complications were reported as a result of this event.